Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a rash on her back, chest, and stomach. The patient was unsure if the rash was from the lifevest or a side effect of a medication she was taking. Follow up indicated that the condition improved after receiving a shot from her physician and taking benadryl.